Manufacturer narrative:
As reported, when trying to pull back the outback device, the operator felt some resistance and then he felt something give and realized that the outback device had broken (nose cone separated from the device) inside of the introducer. He then decided to pull back the whole system (introducer, wire and outback) as a unit and was able to pull everything out of the body of the patient. No adverse effect for the patient. They stopped the case and decided on surgery. The issue was centered on the aortic bifurcation. The physician was across the bifurcation with a non-cordis 45 cm introducer sheath and a non-cordis 0.014¿ wire. The wire was not kinked, however the physician had a problem with advancing the catheter forward across this combination, causing the sheath to kink, and preventing further progress without equipment fracture. As such, the physician typically uses another non-cordis sheath instead and this has worked without issue. In this situation, the non-cordis sheath was not rapidly available so we tentatively tried advancing through this set up and there was no issue. They unfortunately were not able to re-enter as they could not advance the outback catheter far enough, so we backed out the catheter with the intention of pre-ballooning the subintimal plane to allow easier passage. Unfortunately, it was on backing out the catheter that the fracture occurred. There was increased force required to withdraw the catheter, but not enough that the physician thought it was more important to visualize the bifurcation than the wire tip, so this occurred off our field of view. With a sudden sensation of ¿giving way¿ they did investigate further and noted the nose cone had separated sitting at the bifurcation within the sheath. At this point, they ended up removing the sheath and wire as a unit and the nose cone came out with some trailing metal braiding wrapped around the guide wire. The physician did not notice any wire kinking, but can¿t say if they inspected it that closely to be 100% sure. There was certainly more of an acute angle to the aortic bifurcation than typical, although the physician is not sure if he would characterize it as severe. Shortly thereafter they abandoned the case, still being unable to successfully treat the lesion. The patient did not develop any complication, and they are likely going to proceed to an elective open surgical bypass. Additional information received indicates that the vessel level of calcification is moderate. The vessel level of tortuosity is mild. The vessel angulation is moderately severe at the aortic bifurcation on a contralateral approach. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no visible signs of device/package damage prior to use. There were no kinks/bends noted on the device. Neither the product nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). The device was prep normally. A moderate force had to be used when pulling back the device through the introducer, and this is when the surgeon felt a ¿¿give¿¿ sensation and noticed that the device had separated at the distal tip. He then retracted everything as a whole system and managed to pull everything out of the patient without any issue for the patient. Nothing embolized in the patient. There was no patient injury. The device will not be returned for analysis as it was discarded. A review of the manufacturing documentation associated with lot 17765317 was performed and it was found that the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient and/or procedural factors may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the physician wanted to use an outback catheter and proceeded to bring the device to the site of interest on an up an over approach, but could not push the catheter far enough, so he decided to bring back the outback through the introducer in place with the intention of pre-dilating the area to be able to push the outback device far enough to try an re-access the lumen. However, when trying to pull back the outback device, the operator felt some resistance and then he felt something give and realized that the outback device had broken (nose cone separated from the device) inside of the introducer. He then decided to pull back the whole system (introducer, wire and outback) as a unit and was able to pull everything out of the body of the patient. No adverse effect for the patient. They stopped the case and decided to go for surgery. See below notes from the performing physician: the issue was centered around the aortic bifurcation. We were across the bifurcation with a non-cordis 45 cm introducer sheath and a non-cordis 0.014¿ platinum plus wire. The wire was not kinked, however I have had a problem with advancing the catheter forward across this combination, causing the sheath to kink, and preventing further progress without equipment fracture. As such I have typically used a non-cordis destination sheath instead and this has worked without issue. In this situation the non-cordis sheath was not rapidly available so we tentatively tried advancing through this set up and there was no issue. We unfortunately were not able to re-enter as we could not advance the outback catheter far enough, so we backed out the catheter with the intention of pre-ballooning the subintimal plane to allow easier passage. Unfortunately it was on backing out the catheter that the fracture occurred. There was increased force required to withdraw the catheter, but not enough that I thought it was more important to visualize the bifurcation than the wire tip, so this occurred off our field of view. With a sudden sensation of ¿giving way¿ we did investigate further and noted the nose cone had separated sitting at the bifurcation within the sheath. At this point we ended up removing the sheath and wire as a unit and the nose cone came out with some trailing metal braiding wrapped around the guide wire. I did not notice any wire kinking, but can¿t say I inspected it that closely to be 100% sure. There was certainly more of an acute angle to the aortic bifurcation than typical, although I¿m not sure I would characterize it as severe. Shortly thereafter we abandoned the case, still being unable to successfully treat the lesion. The patient did not develop any complication, and we are likely going to proceed to an elective open surgical bypass. Additional information received indicates that the vessel level of calcification is moderate. The vessel level of tortuosity is mild. The vessel angulation is moderately severe at the aortic bifurcation on a contralateral approach. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. There was no visible signs of device/package damage prior to use. There were no kinks/bends noted on the device. Neither the product nor any of the other devices used were resterilized. The device was prepped according to instructions for use (IFU). The device was prep normally. A moderate force had to be used when pulling back the device through the introducer, and this is when the surgeon felt a ¿¿give¿¿ sensation and noticed that the device had separated at the distal tip. He then retracted everything as a whole system and managed to pull everything out of the patient without any issue for the patient. Nothing embolized in the patient. There was no patient injury. The device will not be return for analysis as it was discarded.